Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 528 mg/dl at the time of the incident. The insulin pump had incorrect date and time. Customer was assisted with setting the date and time as well as rewinding and priming the tubing. The device will not be returned for analysis.